Event description:
Adverse event(s): "decrease in va" (vision, impaired). Product problem(s): "bubble seen behind the iol" (no code available). A pharmacist reported that two weeks following surgery, the surgeon noted an opaque "bubble" behind the intraocular lens (iol). The surgeon reported that the bubble was in the visual axis and the patient's visual acuity was decreased. According to the surgeon, some viscoelastic remained behind the iol at the end of the initial surgery. A second surgical procedure was performed to remove the "bubble" without any difficulty. Since then, the surgeon reported the patient's visual acuity is "fine"; and that the patient's status and prognosis are excellent.

Manufacturer narrative:
The product was not returned for analysis. All initial testing results on the retain sample were within specifications. There have been no other complaints reported in the lot number. Additional information was requested and received. (B) (4).